Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the force bipolar instrument developed a broken conductor wire. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire between grip tang and grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Correction : primary product batch/lot number under section d was updated to k16240530 0032.

Event description:
Refer to h11 for follow-up information.